Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited non-valid case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency experienced adverse reaction (unevaluable event). Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: rs7l021; expiry date: unknown). On an unknown date, after unknown latency the patient experienced adverse reaction (unevaluable event) following injection. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reaction. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a healthcare professional. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency experienced swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6ml, once for osteoarthritis.(batch/lot number: rs7l021; expiry date: unknown). On an unknown date, after unknown latency the patient experienced adverse reaction (unevaluable event) following injection. On- (B)(6) 2017, 29-days after receiving synvisc one injection, the patient experienced swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions. Corrective treatment: paracetamol (tylenol), physical therapy, ice, nsaids for swelling and excruciating pain. Right knee and bilateral knee aspiration for bilateral effusions. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 05-feb-2018 from a health care professional. Additional related case ids were added. Date, dose, frequency and indication for synvisc one were added. The event of adverse reaction (unevaluable event) has been deleted and additional events of swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions have been added with details. Action taken has been updated from unknown to not applicable. Patient's clinical course was updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reactions, swelling , pain in right knee and bilateral knee effusion. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 22-dec-2017 from a healthcare professional. This case concerns an adult male patient who received treatment with synvisc one and later after unknown latency experienced swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6ml, once for osteoarthritis.(batch/lot number: rs7l021; expiry date: unknown). On an unknown date, after unknown latency the patient experienced adverse reaction (unevaluable event) following injection. On- (B)(6) 2017, 29-days after receiving synvisc one injection, the patient experienced swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions. Corrective treatment: paracetamol (tylenol), physical therapy, ice, nsaids for swelling and excruciating pain right knee and bilateral knee aspiration for bilateral effusions outcome: unknown for all the events a global pharmaceutical technical complaint (ptc) number is (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Additional information was received on 05-feb-2018 from a health care professional. Additional related case ids were added. Date, dose, frequency and indication for synvisc one were added. The event of adverse reaction (unevaluable event) has been deleted and additional events of swelling, excruciating pain right knee and bilateral knee aspiration for bilateral effusions have been added with details. Action taken has been updated from unknown to not applicable. Patient's clinical course was updated and the text was amended accordingly. Follow-up information was received on 12-feb-2018. Global ptc number was added. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reactions, swelling , pain in right knee and bilateral knee effusion. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.